Event description:
The customer contact reported a split in the tubing; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. It was reported that after the tubing set was connected to the pt's catheter, an unspecified volume of blood and solution leaked from a split in the tubing at the "base" of the microbore "y" connector. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).